Event description:
Celect ivc filter placed in 2012 found to be multiple fractured and embolized, fragment (arm) to left pulmonary artery, fragment (leg) in iliacus muscle pelvis, add'l fractured arm retained locally in ivc. Pt presented with acute chest and abdominal pain, unclear if related. Removed filter and local fragment but unable to remove pulmonary fragment, extravascular fragment not tried. Pt reports abdominal pain improved.